Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was issues with the urine drainage. . It was also noted that one of the kidney transplants from last week had their catheter removed as there was leaking urine around the catheter. Patient would feel the urge to void, he would leak urine and then the catheter would be manipulated, and a small amount of urine would come out, the patient would then stand and about 300ml would drain out. It was reported that the care giver had to milk the catheter tubing to achieve an accurate measurement. Urinary retention was occurring with these catheters in place. Per follow up, it was reported that the same exact urine drainage issues was noticed around the catheter on the same patient for the second time but with the different (16f) catheter size. Per follow up, it was reported that the same exact urine drainage issues was noticed in micu with high hourly urine outputs where the catheter was draining slowly and rn flushed the catheter and 1200 drained immediately. Also stated that user was feeling need to milk the catheter to facilitate drainage was that the vents on the drainage bag/urine meter may have become wet and that was possibly contribute to a vapor lock in the bag until the vent dried and act of disconnecting the catheter from the drainage device to flush the catheter likely relieved the possible vapor lock in this instance as the patient drained 1200 immediately and did not have clot/sediment in their urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was issues with the urine drainage. . It was also noted that one of the kidney transplants from last week had their catheter removed as there was leaking urine around the catheter. Patient would feel the urge to void, he would leak urine and then the catheter would be manipulated, and a small amount of urine would come out, the patient would then stand and about 300ml would drain out. It was reported that the care giver had to milk the catheter tubing to achieve an accurate measurement. Urinary retention was occurring with these catheters in place. Per follow up, it was reported that the same exact urine drainage issues was noticed around the catheter on the same patient for the second time but with the different (16f) catheter size. Per follow up, it was reported that the same exact urine drainage issues was noticed in micu with high hourly urine outputs where the catheter was draining slowly and rn flushed the catheter and 1200 drained immediately. Also stated that user was feeling need to milk the catheter to facilitate drainage was that the vents on the drainage bag/urine meter may have become wet and that was possibly contribute to a vapor lock in the bag until the vent dried and act of disconnecting the catheter from the drainage device to flush the catheter likely relieved the possible vapor lock in this instance as the patient drained 1200 immediately and did not have clot/sediment in their urine.